Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following and MRI, the patient's ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The reported observation of the clinician programmer displaying the ¿no generators have been added¿ was confirmed. The cause of the reported observation was due to the device being in MRI mode. Once MRI mode was disabled the device exhibited normal characteristics. A clinicians programmer, system impedance test was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Event description:
Additional information received indicates the ipg was explanted and replaced. Stimulation was restored.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The fsca number is included in this report. He reported observation of the clinician programmer displaying the ¿no generators have been added¿ was confirmed. The cause of the reported observation was due to the device being in MRI mode. Once MRI mode was disabled the device exhibited normal characteristics. A clinicians programmer, system impedance test was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.